Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after a morning meal announcement while using an infusion set and cartridge, with noted issues during a recent infusion set change and an almost empty cartridge suggesting unsuccessful insulin delivery; the user attempted a site placement without proper applicator deployment due to limited strength, and later performed a full supply change with guidance. Symptoms included high blood glucose up to approximately 400 mg/dl, decreasing to 359 mg/dl despite multiple insulin doses. Outcomes included ongoing monitoring at home without hospitalization. Investigation included troubleshooting and education, including guided replacement of the infusion set and cartridge and reinforcement of correct deployment technique and connector attachment. Investigation of this case revealed probable improper infusion set deployment or connector attachment leading to interrupted subcutaneous insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique error was the most likely cause.